Event description:
It was reported that upon interrogation of the device, post-paced t wave oversensing was observed. Physician decided to take no action. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.